Event description:
It was reported to baxter (B)(4) that the reservoir of an intermate lv100 device had ruptured during patient use. According to the report, the intermate had been filled with 60mg of pamidronate in 250 ml of normal saline. Blood had backed-up into the intermate tubing. There was no report of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: baxter received one used sample for evaluation. The reported condition of "reservoir rupture" was confirmed. This device is a single use device and will not be repaired.